Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.evaluation description: the reported field event of an inability to communicate with the device was confirmed in the laboratory and was due to a depleted battery. The depleted battery was caused by high current. The device was tested on the bench and the hybrid was found to be damaged due to external defibrillation. The cause of the high current was an anomalous component on the hybrid.

Event description:
It was reported that during defibrillation testing the initial therapies were ineffective in stopping the arrhythmia. The final therapy was successful. Programming changes were made. The threshold test was repeated twice with the same results and programming changes made each time. Following the final threshold the device could no longer be interrogated. Device was explanted and replaced. The patients condition was good after the procedure.